Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test, rewind and self test properly. However, noisy motor noted during testing. Problem isolated to motor. No intermittent back light anomalies noted during testing. Back light functioning properly. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump was unresponsive. Insulin pump had back light dimmer sometimes and louder rewinds. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.